Event description:
The employee returned to work the next day.

Event description:
During service a baxter, a technician reported finding a colleague infusion pump with "stop key on phm keypad does not work". This event occurred during product evaluation. There was not an adverse event, patient injury or medical intervention associated with this report. There was no additional information available.

Event description:
It was reported that a pump motor stall was confirmed in the event logs with no motor stall recovery recorded. A tube set message had occurred. The pump was updated on (B) (6) 2009; the motor was still stalled. The pump contained baclofen compound. The hcp was considering pump replacement. No pt symptoms were reported.

Manufacturer narrative:
(B) (4)the master uim (user interface module) software (B) (4), categorized as colleague 2006.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4) during service at baxter, it was discovered that the stop key on the pumphead module keypad did not work. The pumphaed module keypad was replaced.

Manufacturer narrative:
(B) (4)